Event description:
I was in a kids' wave pool. A wave hit me and I felt instant burning pain. The pain continued into the next day when I decided to go to urgent care. Urgent care ran a test to make sure I was not having a heart attack first. Then they did some x-rays and other tests and the doctor concluded I was experiencing costochondritis. I was instructed to take some anti-inflammatory pain pills like aleve. The costochondritis continued off and on for years along with other problems that arose until the removal of my breast implants in (B)(6) of 2018. Health issues that became persistent: joint pain in knees, feet and fingers (couldn't walk at times); psoriasis on my face, elbows, bottom of feet and palms of hands. Extreme stomach bloat - horrible stomach pain every few days to weeks that eventually sent me to the ER and was admitted to the hospital. (Stabbing pain, cold sweats, fainting and diarrhea) - heart palpitations. Fatigue, numbness in fingers, arms and legs; enlarged lymph node on neck, constant breast pain, anxiety, off menstrual cycle.